Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during a evolution total knee procedure, while drilling the patella 3 peg button, doctor noticed there were a couple missing spikes from the clamp. He also made the assumption that one of those spikes is in a patients knee cap but he did not recall which patient at the time.